Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding actc cartridge that yielded 6 consecutive star outs (***) on actc cartridge lot# r15288b on a cardiac patient. The event occurred on (B)(6) 2015 and after the last star out they switched to another cartridge lot without issue. There was no patient information at the time of this report. The customer states that return product is available for investigation. Per I-stat system manual, art: 714374-00m, rev. Date: 02-sep-2015: instead of results- stars appear in place of results if the analyzer detects that the sensor's signal is uncharacteristic. Since the sensor check is part of the I-stat quality system, an occasional result will be flagged due to a bad sensor. Other causes of this flag are improperly stored cartridges or an interfering substance in the patients sample, either extrinsic, such as the wrong anticoagulant, or intrinsic such as medication. Also, aged samples may contain products of metabolism that can interfere with the tests. (B)(6). There are no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2015. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na.